Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e224 error occurred due to a communication failure. This failure could be caused by a leak between the cable and the unit of the charged coupled device, which subsequently led to the device breaking. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the error code e2224. In addition, it was also found that the leak test failed and there was a leak between the cable and the charged couple device unit and there was a faded label on rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that error code e224 occurred on the 4k autoclavable camera head. It was unknown when the event occurred. There were no reports of patient harm.